Event description:
It was reported that, this electrode was found to be dislodged by x-rays, due to loose sutures on the sleeve. The physician will discuss electrode repositioning. This electrode remains in service. No adverse patient effects were reported. Additional information was received which indicated that, a defibrillation threshold (dft) test was performed and showed adequate conversion of the ventricular fibrillation with 65j initial polarity shock, there was proper sensing of the vf and a good shock impedance. This electrode remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that, this electrode was found to be dislodged by x-rays, due to loose sutures on the sleeve. The physician will discuss electrode repositioning. This electrode remains in service. No adverse patient effects were reported.